Event description:
Edwards lifesciences swan ganz catheter would not calibrate for insertion. Cable switched out and it still would not calibrate. New catheter was obtained and it calibrated immediately. Device is available for evaluation purposes.